Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 179mg/dl. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. The device also was stuck on the prime loop. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk.